Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call, the sensor readings were inaccurate and were triggering the threshold suspend feature on the insulin pump when blood glucose wasn't low. Customer's blood glucose was 140 mg/dl and sensor reading was 60 mg/dl. Customer states the sensor tends to correct itself but today it wasn't. Troubleshooting was performed and the customer was advised how to properly calibrate the sensor and where to properly insert the sensor to enhance the products performance. Customer was advised to monitor the device to ensure its functioning correctly. The customer is not returning the sensor for analysis.